Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse into the nasolabial fold area, on (B)(6) 2024. A 25 gauge cannula was used. Radiesse was hyper diluted at a 1:3 ratio. The lot number was not reported. After the radiesse injection, the patient experienced a possible vascular occlusion (reported as vo). The patient demonstrated positive capillary refill in the area of concern and had no livedo (reported as levedo) or erythema in the area of concern. The patient did not report discomfort. The provider reported that 24 hours after the procedure there was slight redness that had subsided and was likely the artifact of product placement cannulation. The feature that was of concern to the provider was the presence of a singular pimple in the area, that was a singular pimple-like abnormality rather than a collection of pustules. The provider was scheduled to examine the patient on (B)(6) 2025, (reported as on saturday). Due to the provided information, the outcome of the events possible vascular occlusion and singular pimple was unknown.